Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event and patient information.

Event description:
It was reported that the patient had their system explanted on 26mar2026 for an unknown reason.